Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump battery, the pump shut off unexpectedly. Customer unplugged pump from power source and upon re-plugging pump back into the power source, customer confirmed the display turned on. Reportedly, customer resumed insulin delivery. Customer¿s blood glucose level was 120 mg/dl.